Event description:
It was reported that the pt seemed to experience increased lethargy and somnolence and would then become overly tight. The pt also had itching. The pt's caregiver associated these symptoms with the intrathecal baclofen pump and catheter as 'overdose' and 'underdose'. The device was interrogated and no anomalies were found. The reservoir volume was as expected and the health professional was able to aspirate through the catheter access port. A rotor study was also performed with normal results. The care giver declined to authorize an indium study. The pt was given oral baclofen, which helped with the symptoms, but was still sleepy and had been sleeping for four days even after not taking oral baclofen for two days. The pt's caregiver requested the entire system to be replaced. At the time of this report, the pt was reported to be at home. It was later reported that the pt experienced constipation and intermittently spasticity and leg cramps; the pruritus was noted in the groin area. The diagnosis was "r/o itb withdrawal". The pt underwent an xray which revealed that the catheter position was at l3 (unchanged). It was also noted that stool filled the colon without bowel obstruction. A 33.3 mcg bolus was given with decreased tone four hours later, but pruritus increased. On three occasions, the hcp suggested an indium study, however, the family refused the test. The pt presented two weeks later to the ER with similar symptoms; the pump and catheter were replaced the following day. The catheter was replaced due to a tear. No injury was reported; the pt recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.